Event description:
The patient experienced difficulty with signal acquisition using their patient electronic system. Despite troubleshooting, no signal could be obtained from their cardiomems sensor. X-rays were completed on (B)(6) 2022, and it was noted the sensor had migrated to the right pulmonary artery. On (B)(6) 2022, the patient visited the clinic for troubleshooting signal acquisition. Using a hospital electronic system (hes), it was possible to get one valid reading. A second reading was not possible. The valid reading was obtained with the hes antenna over the patient's right shoulder.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.